Manufacturer narrative:
It was reported that the patient underwent a cystoscopy on (B)(6) 2002.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a iatrogenic perforation, left bladder with trochar and cystoscopy due to stress urinary incontinence. The patient underwent cystoscopy and left retrograde pyelography on (B)(6) 2002 due to left flank and groin pain. At this point there is no explanation for the left flank pain, left groin pain or pyuria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to FDA: (07/15/2016). It has been reported that following insertion the patient experienced urinary frequency, urinary urgency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced urinary frequency, urinary urgency.